Event description:
In the course of removing multiple small and medium sized fragments of degenerative disc material with the pituitary rongeurs, the tip of the instrument broke off in the interspace. It was successfully retrieved with combination use of a blunt hook and a large straight pituitary rongeur. The procedure was completed without further complication and the patient tolerated the procedure well. This did not cause an extension of the patient's length of stay.